Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 72 year-old male patient with cardiogenic shock implanted with impella cp. Upon arrival in ccu, pink/red tinged urine was present and placement signal low alarms were present. Imaging revealed pump was deep in ventricle. Surgeon removed pump at bedside, and patient stayed hemodynamically stable. Impella to be conservatively coded to hemolysis and serious injury, even though pump was only in for three hours, and there was no patient consequence.

Manufacturer narrative:
Added b1 product problem was omitted during initial report. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. The cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number and serial number updated.